Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic), the right ventricular (rv) lead integrity alert, and the impedance on the was beyond the expected upper range. Analyst commented, rv lia warning occurred for increased sic count and rv lead impedance variation in last 60 days on (B)(6) 2015. Rv pace lead impedance was 1615 ohms on (B)(6) 2015. Sic went up to 1492 (within 21 days) along with ventricular tachycardia (vt) non sustained episodes and evidence of oversensing on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to hospital due to alert every 4 hours. Interrogation showed high right ventricular (rv) lead high impedance, short vv intervals/oversensing, and non sustained ventricular tachycardia (vt) episodes. The ICD has been switched off, and patient remains monitored. The rv lead remained in use, and was subsequented explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.